Event description:
It was reported that during a functional check performed by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) unit's protective earth resistance was > 0.285. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : the getinge field service engineer (fse) who encountered the issue replaced the line cord assy which corrected the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(site country, event site postal code - 1216, event site state - tj), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings and investigation conclusions), h10.

Event description:
N/a.